Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt stated that they are trying to find out what to do about their stimulator, and they cannot get in touch with anybody locally. Pt stated that their stimulator started "stimming really hard while sitting in a reclining position or when I lay down." Pt stated that they only have it turned on when the are sitting straight or walking. Pt confirmed that they were unable to get stimulation to adjust. Patient services (pss) had pt sync and connect to the implant. Pt confirmed they were on group a, program 1. Ps walked pt through decreasing stimulation. Pt confirmed stimulation being off, ps walked pt through how to turn it back on and pt stated they knew what the button to turn stimulation on looked like and they turned it on. Pt stated they noticed something beside the stimulation on the screen. Pt stated they don't know what it is, but it looks like a lock. Pt stated that they are "running out of patience because they have been on hold for 30 minutes." Ps walked pt through decreasing stimulation, and pt stated that the sti mulation is "not as hard, but it's strong." Pt stated that it was working just fine until yesterday afternoon, "so why would I want to change the stimulation? I want to know what's causing this." Pt confirmed no falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp. The reason for call was pt stated that on sunday they accidentally bumped something and their implant got knocked out of place. Pt stated that they called a manufacturing representative (rep) and could not get anybody on the phone. Pt stated that they have to turn their stimulator off every time they sit down, recline or go to bed and then turn it on the next day. Pt stated that they called the local rep that helped pt set it up so that pt doesn't have to move it around several times a day because they are having issues with both of their thumbs. Pt stated that it is "very very difficult for me". Pt stated that they finally got it so they can turn stimulation down when they go to bed at night so they can keep it on. Pt stated that this morning it has switched their settings for upright to laying down. Pt stated that every time they are getting up or down, pt is having to re-adjust their stimulator, and the rep had it set to where they never have to adjust the stimulation. The patient was redirected to their healthcare provider to further address the issue. Pt stated they can't drive anymore because of their pain.